Event description:
It was reported that this physician noticed an uptick in red alerts at this facility due to code 1003, indicative of battery voltage too low for the projected remaining capacity. As a result, the physician requested a list of devices under advisory that had confirmed recording a code 1003. No patient information or model/serial numbers are available at this time. If additional information becomes available this report would be updated at that time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. For the 18 complaints, please see medwatch reference numbers: 2124215-2024-60986, 2124215-2024-25126, 2124215-2024-33980, 2124215-2016-17377, 2124215-2019-10093, 2124215-2019-18478, 2124215-2022-21768, 2124215-2023-17610, 2124215-2018-61219, 2124215-2020-16585, 2124215-2024-10781, 2124215-2024-18753, 2124215-2019-18062, 2124215-2024-46283, 2124215-2021-01099, 2124215-2019-28263, 2124215-2020-27815, 2124215-2023-44351.

Event description:
It was reported that this physician noticed an uptick in red alerts at this facility due to code 1003, indicative of battery voltage too low for the projected remaining capacity. As a result, the physician requested a list of devices under advisory that had confirmed recording a code 1003. No patient information or model/serial numbers are available at this time. If additional information becomes available this report would be updated at that time. Additional information was received when data from the remote monitoring system was pulled. Upon review it was determined that there were 18 battery related complaints over the last 8 years at this clinic. All complaints were confirmed to have been previously reported to the company and have associated MDR reports.